Event description:
It was reported the atrial lead dislodged. Multiple attempts to place lead. When lead was removed, it was reported a "plastic hair like substance was wrapped around screws". A new lead was used. This was reported during the implant procedure, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned; blood in/on helix/lobe mechanism.